Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, the insulin pump was squirting insulin. He has also been experiencing high and low blood glucose. Customer stated the insulin pump also sounds a little louder than usual. Customer's blood glucose was over 200 mg/dl. Troubleshooting was performed and customer stated insulin continues to drip after releasing the act button. The drive support cap was reported recessed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer didn't agree to return the device for analysis at this time.